Manufacturer narrative:
Provided replacement part number 9022930. He will order and replace the account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Staff reported had when the bed is locked into brake position. The steer caster will still move, no injury reported.